Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the inner diaphragm of the trocar tore causing a loss of pneumoperitoneum. The case was completed with the ripped 511d. There was no consequence to the pt.